Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e6 mechanical error. He changed the battery and attempted to return the piston rod, and the infusion device displayed an e7 electronic error. He was unable to clear the e7 electronic error and also reported the infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was returned to the local evaluation labs, and a preliminary eval on (B)(6) 2012 revealed the check button is defective. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.